Event description:
Patient had angioplasty with drug eluting stent placement to the lad and proximal diagonal branch this month. It was a bifurcation lesion. Four days later, the patient came back to the emergency room with chest pain and EKG changes. It was found that the diagonal branch had reoccluded at the area of the stent placement.